Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device would warm up and was uncomfortable. It was also reported that the device was not providing pain relief. The patient underwent an explant procedure wherein everything was removed. The patient was doing well post-operatively and the explanted ipg and leads were not returned.